Event description:
Pt was admitted into hospital one day following venous ablation therapy. Pt had pulmonary embolus. Pt was given heparin and coumadin.

Manufacturer narrative:
Physician reported that there was no sign of a deep vein thrombosis prior to the pulmonary embolism. Pt resolved uneventfully with therapy. Eval of the returned device indicated that product functioned properly and that it met applicable product specifications. The manufacturer is unable to determine if this occurrence is directly attributable to the use of the closurefast catheter. Pulmonary embolism is, however, a recognized complication associated with venous ablation therapy and is presented as a potential complication on the product instruction-for use.